Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable after not charging and maintaining the device as recommended. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Device code has been corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received patient had ipg replacement. Surgical intervention resolved the issue. Patient¿s weight also provided.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.